Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-08959. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009011, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009011 was manufactured according to the work instruction (wi) version 116 and manufactured in the line inset 6 on 04/sep/2024, with a total of (B)(4) units. Glue tubing device history record (DHR) review: the lot 4h04570 was manufactured according to thewi version 65 manufactured in the machine sc01, on 31/aug/2024, with a total of (B)(4) units. The lot 4h02961 was manufactured according to the wi version 07 manufactured in the machine itl01, on 31/aug/2024, with a total of (B)(4) units. The lot 4h03173 was manufactured according to the wi version 65 manufactured in the machine sc08, on 30/aug/2024, with a total of (B)(4) units. The lot 4h04558 was manufactured according to the wi version 07 manufactured in the machine itl01, on 04/sep/2024, with a total of (B)(4) units. The lot 4h04708 was manufactured according to the wi version 07 manufactured in the machine itl01, on 04/sep/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 8.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced eight infusion set tubing detached from connector on (B)(6) 2025. The infusion set was in use for 24-48 hours. The patient replaced infusion sets and resumed insulin successfully. No further information was available.